Event description:
During a lead revision procedure, high impedance readings were observed. The surgeon decided to implant the pt with a new boston scientific spinal cord stimulator.

Manufacturer narrative:
The explanted leads were discarded by the medical facility and will not be returned for evaluation.